Event description:
Per the clinic, the patient developed an infection and an extrusion of the implant magnet. It also reported that the patient has a thin skin flap. Subsequently, the patient was treated with oral antibiotics. Following treatment, the issue was successfully resolved. The patient will continue to wear their external sound processor via retainer disc. The implanted device remains.